Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels that ranged from an unspecified low bg to 70 mg/dl where the customer required 3rd party intervention; cause of low bg was unknown. Customer consumed carbohydrates to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.